Event description:
It was reported that the insulin pump alarmed button error followed by battery out limit alarm. The buttons and the keypad were unresponsive. The customer declined to provide their blood glucose level. Nothing further was reported.

Manufacturer narrative:
Insulin pump had moisture damage noted on keypad traces. All buttons function properly. Insulin pump had a cracked reservoir tube lip, cracked battery tube threads and minor scratches on display window noted during visual inspection.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.